Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable human chorionic gonadotropin, stat (short turn around time) result for one patient sample. The patient had been tested on (B)(6) 2016 and the result was 69784.0 mu/ml (positive). On (B)(6) 2016, a new sample was drawn and the result was < 0.5m u/ml (negative). This result was reported outside the laboratory and was questioned by the doctor. The customer repeated the sample on two analyzers and the results were both positive which were believed to be correct. Only a specific result of 106303.0 mu/ml was provided the patient was not adversely affected. The reagent lot number was 18606101 with an expiration date of 09/30/2016. The field service representative was unable to determine a cause and stated there was a possible issue with the patient sample. He retested the sample and the same result was generated. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the customer is not handling and centrifuging samples per the tube manufacturer's specifications. Possible root causes include poor sample quality due to pre-analytic conditions and insufficient mixing and/or centrifugation.